Event description:
It was reported that a user experienced episodes of low and high blood glucose while using the ilet system, including a low glucose event around 60 mg/dl after the pump had been off for about a day and a subsequent hyperglycemic reading of 399 mg/dl upon reconnection and supply change; the user requested guidance on pausing and resuming insulin delivery and received troubleshooting and education on manual resume and carbohydrate treatment. Symptoms included left arm discomfort and diaphoresis associated with the low glucose event. Outcomes included return of blood glucose to range after treatment and automated corrections once insulin delivery resumed. Investigation included customer service troubleshooting, education on hypoglycemia treatment thresholds, and notification to internal clinical teams about the event. Investigation of this case revealed that the cause of both the hypoglycemia and hyperglycemia was unclear. It was concluded that no device malfunction was identified and that user education on pausing, resuming, and appropriate hypoglycemia treatment was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.